Manufacturer narrative:
As reported in a research article, a new simple technique for stabilizing the guidewire position within the left ventricle during transcatheter mitral valve-in-valve implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "a new simple technique for stabilizing the guidewire position within the left ventricle during transcatheter mitral valve-in-valve implantation".

Event description:
The article, "a new simple technique for stabilizing the guidewire position within the left ventricle during transcatheter mitral valve-in-valve implantation," was reviewed. The article presented a case study of a 33-year-old female patient with a past medical history of pericardial patch closure of ova fossa defect, mitral valve ring annuloplasty for prolapse, and mitral valve replacement using a 25mm abbott biocor mitral valve with tricuspid valve annuloplasty. On an unknown date, progressive valve degeneration led to severe mitral regurgitation and pulmonary hypertension. Subsequently, a 24.5mm non-abbott valve was implanted via valve-in-valve. The patient status is unknown. [The primary and corresponding author was kothandam sivakumar, department of pediatric cardiology, institute of cardio vascular diseases, madras medical mission, chennai, india, with corresponding email: drkumarsiva@hotmail.com].